Event description:
The patient was receiving hydromorphone through a cadd pca pump. The provider wrote an order to change the patient to a high concentration. Three rns, who realized the concentration needed to be changed, checked the pump settings, yet still misprogrammed the concentration. Later, the patient respiratory arrested while a family member was at the bedside, and was immediately resuscitated. Narcan was administered, and the patient was monitored. The pt did not require intubation, but did have increased los. When the new pca cassette was attached to the pump, the pump programming asked if this was a new patient. The rns pressed "no", and the pump defaulted to a verification of the settings for demand dose, basal rate, lockout and max hourly dose. There was no capability when verifying the pump settings on that screen, to change the concentration on the same menu where all of the other settings are modified and verified. The rns have to go to a different menu and screen to change the concentration, which interrupts the workflow. We would suggest changing the pump programming so that concentration could be changed with all other ordered pump medication settings, and would be cross checked against what is programmed into the pt/drug header. If the new concentration did not match the pump, could query the rn, "are you sure you want to change the concentration to...." And the rn would reverify the desired concentration. Also, the pump is designed so that the "task" button needs to be pressed in order to change the concentration. When pressed it prompts the nurse whether "this is a new protocol?" This nomenclature is confusing to our rns. We have pca protocols that we use to set standards for pump management, pt documentation and pt assessement which is how most rns would interpret this question, and they would answer "no" when in actuality, they should answer "yes". They would prefer the pump to ask "is there a new medication order?" If so they could press "yes" and enter any concentration changes. Because the task menu is confusing, some rns developed a work around for the "task" button and simply turn the pump off and reprogram from scratch. This can also lead to data entry errors as well and is time consuming for the rn staff.======================manufacturer response for patient controlled analgesia (pca) pump, cadd-solis pump (per site reporter).